Event description:
It was reported that during a shoulder revision, glenosphere impactors tip and were fractured during impaction (glenosphere assembly and insertion) while following the correct surgical technique. Pieces fell on the patient, and they had to be retrieved, no foreign body was retained. Additionally, the baseplate reamer tip was bent and will not sit properly over guide pin. There was a 45-minute delay to the procedure. The procedure was completed successfully with no complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): - 110029132(65711961). Associated product information: - 110029136(410820) - 110030791(64338768). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. Complaint can be confirmed through the returned product analysis. Visual examination identified the impaction pad is fractured and no longer assembled to the inserter pin. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.